Event description:
The report received from the affiliate indicated that the physician delivered and deployed the smart control 8 x 100 stent to the intended target lesion and noted that the stent appeared longer than its intended size after deployment. The lesion was pre-dilated. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The procedure was a percutaneous transluminal angioplasty (pta) of the left common iliac artery ¿ external iliac artery. A picture was received. Additional information received indicated that the physician felt that the stent looked like it was three (3) times longer than the length of the balloon (looked like 120 mm. Vs. 100 mm.).no additional target lesion information was available. Additional pictures were not available. The stent was deployed as intended at the target lesion and no actions were taken/necessary as a result of the reported product issue. The approach for the procedure was contralateral. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the physician delivered and deployed a smart control 8 x 100 stent to the intended target lesion and noted that the stent appeared longer than its labeled size after deployment. The lesion was pre-dilated. The procedure was a percutaneous transluminal angioplasty (pta) of the left common iliac artery ¿ external iliac artery. Additional information received indicated that the physician felt that the stent looked like it was three (3) times longer than the length of the balloon (looked like it was 120 mm. Instead of 100 mm.). No additional target lesion information was available. The stent was deployed as intended at the target lesion and no actions were taken/necessary as a result of the reported product issue. The approach for the procedure was contralateral. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported patient injury. The product was returned for inspection. One non sterile smart control, iliac 8x100 was received inside a plastic bag. The unit was deployed. The stent was not received. No more anomalies were found. Dimensional analysis was not performed since the stent was not received, however according to the process, a long stent (120mm) cannot be loaded in a smaller measurement. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer ¿stent - incorrect length-too long¿ was not confirmed since a long stent (120mm) cannot be loaded in a smaller measurement (104mm) in addition the stent was not received. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. Per product analysis it is not possible to load a 120 mm stent onto a 100 mm delivery system, therefore the compliant was not confirmed. Vessel characteristics and delivery techniques can affect delivery of the stent resulting in stent elongation if certain IFU steps are not followed correctly. With the information available and without the actual stent or high definition pictures of the deployment, both during and after, it is not possible to reach a clinical conclusion as to the cause of the event.